Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. On an unknown date, the patient reported that she had a lump in her abdomen which was red, hot and hard and by this morning it was opened and draining, and patient went health center for medical evaluation and informed to her neurologist. The physician explained that the nodule was infected and needed antibiotic treatment and patient was on treatment with antibiotics and cream for 8 days. The patient also reported that after starting treatment she noticed there was lot of improvement and abscess was opened and all was drained with blood and she noticed that that the medication has more effect on her. No further information available.